Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they had button error and weak battery alarms. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they treated with insulin and ivs. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.